Event description:
The customer reported via phone call that they experienced air bubbles in the reservoir. The customer's blood glucose was 359 mg/dl. It was found that the customer had rewound the insulin pump with the reservoir inside. The customer was advised to not do so again in the future. The customer was advised of the proper method of rewinding the insulin pump and to monitor the insulin pump. The customer was advised to call back immediately if any problem persisted. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.